Event description:
Event verbatim [preferred term] told people they last a long time, like up to 24 hours. She knew they were not supposed to stay on for 24 hours but they last long [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) female consumer reported for thermacare heatwrap (thermacare neck, shoulder & wrist). Medical history and concomitant medications were not reported. Consumer sold a lot of thermacare heatwraps at the store, she always recommended the neck pain therapy and told people they last a long time, like up to 24 hours. She knew they were not supposed to stay on for 24 hours but they last long. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on available information, the patient reported told people they last a long time, like up to 24 hours. She knew they were not supposed to stay on for 24 hours but they last long, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device., comment: based on available information, the patient reported told people they last a long time, like up to 24 hours. She knew they were not supposed to stay on for 24 hours but they last long, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device.

Event description:
Told people they last a long time, like up to 24 hours. She knew they were not supposed to stay on for 24 hours but they last long [no adverse event]. Case description: this case has been considered invalid since there is no indication that the consumer experienced an event under product thermacare, just product complaint. This is a spontaneous report from a contactable consumer. This 46-year-old female consumer reported for thermacare heatwrap (thermacare neck, shoulder & wrist). Medical history and concomitant medications were not reported. Consumer sold a lot of thermacare heatwraps at the store, she always recommended the neck pain therapy and told people they last a long time, like up to 24 hours. She knew they were not supposed to stay on for 24 hours but they last long. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group, the severity of harm was assessed as s1. Follow-up (12nov2019): new information received from the product quality complaint group includes severity rating and case downgrade to invalid.